Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of the low voltage lead was found to be damaged and malformed, and the lead was not used. It was also reported that another low voltage lead which implanted on (B)(6) 2025 and was subsequently explanted due to unspecified anomaly. There were no patient consequences during the procedure.

Manufacturer narrative:
The reported event was "insufficient device problem information". As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.